Event description:
Revision surgery was performed on 8/30/96 to remove the subject bipolar liner component 85-8263, bipolar shell component 85-8247 MDR report# 1219655-1996-0013. And femoral head component 85-3811 MDR report# 1219655-1996-0011, following dislocations of the femoral head from the bipolar liner. Reference# 1219655-1996-13/11.

Manufacturer narrative:
H2-dimensional inspection of returned liner component found device to meet all specification requirements. Dimensional and cantilever testing of 3 liners from the same batch met specification requirements. Additionally, a review of production batch records for this lot found dimensional to have meet specification requirements. No further investigation is planned.